Event description:
It was reported that the 9600 system had a communication error and would not fluoro during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated. The interconnect cable, lemo connector, and relay were replaced during the service call.